Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The treatment for the peritonitis event was not reported. At the time of this report, the patient was recovered from the event. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient stepped on their tubing and was treated prophylactically. The patient did not experience a peritonitis event; however they were treated for it. On (B)(6) 2014, the patient was treated prophylactically with vancomycin (1 gram, two doses, intraperitoneally), bactrim ds and levaquin (oral, doses and frequencies not reported). On (B)(6) 2014, treatment with bactrim ds and levaquin was discontinued. It was reported that the patient was considered recovered in the first week of (B)(6). There is no allegation against a baxter disposable. No further investigation is indicated at this time.